Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch.

Event description:
Information received by medtronic indicated that insulin pump was submerged in to water by mistakenly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.